Manufacturer narrative:
This device has not yet been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensing which resulted in pacing inhibition. The patient experienced a syncopal episode due to the pauses in pacing. It was determined the noise that was oversensed was myopotential with arm movement. An invasive procedure was performed. This device was explanted and the lead was surgically abandoned. A new device and lead were successfully implanted. No additional adverse patient effects were reported.